Manufacturer narrative:
D9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent delivery wire (sdw) was inserted in the introducer sheath. The sdw was advanced through the introducer sheath. The stent was not returned. The distal sdw was kinked/bent. The introducer sheath tip was damaged. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states "during the process of delivering the stent through the microcatheter to the deployment site, the physician experienced significant resistance, though the stent was ultimately successfully delivered to the intended position. Afterward, when preparing to retract the stent catheter, the physician encountered considerable tension while withdrawing the microcatheter. During deployment, angiography revealed that the stent's distal end was in an appropriate position, so the physician continued with stent deployment. Throughout the subsequent deployment process, there was significant tension and some resistance, but considering the satisfactory apposition and positioning of the stent's distal end, the physician proceeded to fully deploy the stent. After deployment, the physician used the microcatheter to retract the stent delivery wire. However, during the preparation for angiographic observation, it was discovered that the entire distal end of the stent had fallen to the aneurysm neck, covering only a portion of the aneurysm and failing to achieve the therapeutic goal. After consideration, the physician re-established access and bridged another flow diverter stent distally, ultimately achieving complete coverage of the aneurysm. Angiography showed that the aneurysm was no longer visible, and the surgery was successfully concluded with the patient safely leaving the operating table." Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. It is most likely that anatomical factors contributed to the reported event. Product analysis found the distal sdw and the introducer sheath to be damaged. The stent was not returned. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent improperly deployed¿ and ¿stent friction¿ and the as analysed ' ¿stent introducer sheath distal tip damaged¿ and sdw kinked/bent events as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure for ophthalmic artery aneurysm, the subject stent was selected. While delivering the subject stent through the microcatheter to the deployment site the subject stent encountered resistance. Significant tension and some resistance was encountered throughout deployment process but considering the satisfactory apposition and positioning of the stent's distal end, the physician proceeded to fully deploy the stent. After deployment, the physician used the microcatheter to retract the stent delivery wire. However, during the preparation for angiographic observation, it was discovered that the entire distal end of the stent had fallen to the aneurysm neck, covering only a portion of the aneurysm and failing to achieve the therapeutic goal. After consideration, the physician re-established access and bridged another stent distally, ultimately achieving complete coverage of the aneurysm. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure for ophthalmic artery aneurysm, the subject stent was selected. While delivering the subject stent through the microcatheter to the deployment site the subject stent encountered resistance. Significant tension and some resistance was encountered throughout deployment process but considering the satisfactory apposition and positioning of the stent's distal end, the physician proceeded to fully deploy the stent. After deployment, the physician used the microcatheter to retract the stent delivery wire. However, during the preparation for angiographic observation, it was discovered that the entire distal end of the stent had fallen to the aneurysm neck, covering only a portion of the aneurysm and failing to achieve the therapeutic goal. After consideration, the physician re-established access and bridged another stent distally, ultimately achieving complete coverage of the aneurysm. No clinical consequences were reported to the patient due to this event.